Event description:
It was reported via medwatch that the catheter tip was broken, and additional intervention was performed. A rubicon catheter guide was selected for use in an angiogram/angioplasty of left leg. During the procedure, when the wire and crossing catheter was removed, a piece of the catheter tip broke off on the plaque in the artery. When trying remove the tip, it was unsuccessful. A stent was then placed in artery to prevent tip from moving. No patient complications were reported.